Manufacturer narrative:
A 2 years retrospective analysis of the microport crm's complaints has been performed to review the reportability decision to FDA. The current event met the reportability criteria. Therefore, a MDR is sent by taking into account the validation date of this retrospective analysis as the last information received (28 june 2024). Since no expertise files nor further information concerning the reported issue could be provided, the reported event could neither be confirmed nor investigated. The case is therefore closed as is and it will be reopened should any new relevant information be provided in the future.

Event description:
Reportedly, during a threshold test of a eno pacemaker, the egm showed unexpected artefacts.